Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The issue was confirmed to be caused by the system pcb assembly. At this time, this device cannot be repaired due to part obsolescence. The device was returned to the customer unrepaired.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device locked up during the boot up process. As a result, defibrillation therapy may be unavailable if needed.